Manufacturer narrative:
Corrected information has been provided in b7. Upon review, it was identified that the information was inadvertently not submitted in the initial report.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 76-year-old male patient with a past medical history of diabetes and renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. A week after impella insertion, the patient had a scheduled coronary artery bypass graft (CABG) surgery performed. After coming off bypass, the impella clotted off for unknown reasons. It was noted that the patient was heavily anticoagulated after surgery. The physician decided to remove the device. The post-procedure outcome is unknown. The impella functioned at p-9 at 5.6l/min as intended. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e1 (facility details). Upon review, it was identified that it was inadvertently omitted in the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer, has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The thrombosis of the injury was unable to be determined due to insufficient clinical details.